Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent a knee revision surgery on (B)(6) 2016. The original surgery is dated (B)(6) 2015. The revision surgery was due to joint instability. During the revision, the femoral component, the tibial insert, and the retaining bolt were all removed. The size 2 femoral component was revised to a 2+, the 2 x 18mm insert was revised to a 2 x 16mm insert, and the retaining bolt was revised to a new component of the same size. In addition to the components revised, a modular stem, two distal femoral augments and bolts and two posterior augments and bolts, were added. The original patella and baseplate were untouched.